Event description:
A nurse called on behalf of the customer. She noticed the customer's contour meter was missing segments. The customer was not aware of the missing segments, but no adverse events were alleged. The meter is to be returned for eval. A replacement meter was sent to the customer.